Manufacturer narrative:
The insulin pump passed the displacement test, operating currents test, self test, and off no power test. No battery out limit alarm was noted. The unit was received with intermittent button response due to corroded keypad traces. A button error alarm did not occur during testing. Additionally, the pump passed the displacement test. The unit was monitored and functioning properly. No constant tone was noted and the backlight functioned properly as well. The following physical damage was found: minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. She removed the battery and replaced it and received a battery out limit alarm. She then tried to clear the battery out limit but the appropriate button was unresponsive. Additionally, the backlight was not coming on. The patient's blood glucose at the time of incident was 350 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.